Event description:
The customer reported that in january or february an employee was splashed in the eye with serum. The employee was taking a rack of specimens off the analyzer when this occurred. The customer states the employee was wearing a lab coat and gloves, but no goggles when the incident occurred. The employee rinsed their eyes in an eye wash station and went to employee health. No further information is available. No further impact on patient management or user safety was reported.

Manufacturer narrative:
An instrument service history review of the alinity c processing module revealed no contributing factors on or around the date the complaint was initiated. There have been no subsequent customer reports regarding splashing since the reported incident. A review of complaint and trending data for the alinity c processing module did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with alnty sample racks did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformance or potential nonconformance related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, the alinity c processing module serial number (B)(6) is performing as intended, therefore, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer reported that in january or february an employee was splashed in the eye with serum. The employee was taking a rack of specimens off the analyzer when this occurred. The customer states the employee was wearing a lab coat and gloves, but no goggles when the incident occurred. The employee rinsed their eyes in an eye wash station and went to employee health. No further information is available. No further impact on patient management or user safety was reported.